Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel® dxc 600 analyzer, and identified the failure mode as a dirty wash collar and defective carbon bridge. The fse performed cleaning and replaced the carbon bridge to resolve the issue. The beckman coulter internal identifier is case: (B)(6).

Event description:
The customer reported the generation of erroneous patient results for sodium (na) on their unicel® dxc 600 instrument. The erroneous patient results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.